Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The lift at the back where actuator goes into the base was damaged. The bottom of the actuator had twisted causing most of the damage.